Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified low values when scanning the adc freestyle libre sensor. On (B)(6) 2021, a glucose of 224 mg/dl was obtained from the competitor's brand meter and the customer then self-treated with insulin (dosage unknown.) The customer did not experience glycemic instability symptoms, however had a seizure and a loss of consciousness. Paramedics were called and a glucose test of 26 mg/dl was obtained on the paramedic¿s meter. The customer was provided a fast-acting glucose shot for treatment of hypoglycemia. A follow-up glucose test of 148 mg./dl was obtained on the paramedic¿s meter. No further information was reported. There was no report of death or permanent injury.